Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. When the physician moved the catheter from the left inferior pulmonary vein (lipv) to right superior pulmonary vein (rspv), the guidewire become stuck. The physician removed the catheter, and it was observed a small piece of cardiac tissue. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The physician completed the ablation in left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) without problems. No imaging during the procedure. The device has been returned for analysis,

Manufacturer narrative:
Upon device return and inspection, it was noted that the catheter was returned with a guidewire still inserted. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Important to mention that an attempt to withdraw the guidewire was made and it was unsuccessful. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. When the physician moved the catheter from the left inferior pulmonary vein (lipv) to right superior pulmonary vein (rspv), the guidewire become stuck. The physician removed the catheter, and it was observed a small piece of cardiac tissue. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device return for analysis is unknown.

Manufacturer narrative:
Correction: added patient code: e2015 unspecified tissue injury. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. When the physician moved the catheter from the left inferior pulmonary vein (lipv) to right superior pulmonary vein (rspv), the guidewire become stuck. The physician removed the catheter, and it was observed a small piece of cardiac tissue. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The physician completed the ablation in left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) without problems. No imaging during the procedure. The device is expected to be returned for analysis.